Event description:
The patient was revised because of pain, metallosis, blackened tissue.

Manufacturer narrative:
The patient was revised because of pain, metallosis, blackened tissue. Doi: (B)(6) 2006; dor: (B)(6) 2013 (right hip). Visual examination of the returned devices finds nothing outward to indicate product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.